Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: the sample was not returned for evaluation. However, two electronic photos were provided and reviewed for two devices. The first photos show the complete view of catheter. Thread was visible in the photo. The thread was not noted to protruded from the catheter hub thread hole. It was noted to be separated. The second photos show the complete view of catheter along with product packaging. The lot and product information were marched and verified with tw. Thread and hub thread hole were not clearly visible in the photo due to poor quality image. It was unclear if any separation occurred. The investigation is confirmed for the reported thread digressed issue for this device. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre universal drainage catheter. Prior to the procedure, the sure loktm thread was allegedly broken. The procedure was completed using another device. There was no patient contact.